Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. Evaluation results: the device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The o2 valve was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "self check failure- 1003" and "o2 valve fault" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "runtime calibration failure - 1051" and "o2 valve fault" messages. Complainant indicated that there was no patient involvement in the reported malfunction.